Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that she experienced high blood glucose levels. The customer was holding her breath, was sweaty, and had abdominal pain. The bolus history did not display all the entries based on the customer's recollection. Customer's blood glucose level fluctuated all day from around 400 mg/dl to 88 mg/dl. Sometimes the insulin pump did not correct her blood glucose level. The device was not returned.